Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver displayed a white screen. A review of the downloaded data log observed firmware errors during the date of issue. Functional testing was performed and failed the liquid crystal display (lcd) test. The reported event that there was a system check passed message and the last 24 hours of data was cleared from the display was confirmed through log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a system check passed message and the last 24 hours of data was cleared from the display. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.